Event description:
It was reported that the biomed stated the nurse had been having the low flow alert often in an arctic sun device, but they had run calibration/functional checks and device had no issues. They wanted to know could this be caused by user error. Explained how this can be common in the neonatal population, but they stated it had been on adults. Informed biomed how important it was to have proper connection of arctic gel pads to fluid delivery line. Also to check for bends/kinks in the line and no damage to pads. Suggested to call the ttm helpline while the low flow was occurring, and they could troubleshoot. Per additional information received on 23aug2024, it was reported that the arctic sun device sent from floor with reported issue of low flow. Biomed had run calibration and device was passed calibration. This same reported issue occurred 2 weeks ago and at that time device also passed calibration. Transferred to ttm remote support for assistance.

Manufacturer narrative:
The reported issue was unconfirmed. Root cause could not be identified as reported issue was unconfirmed. It was noted that the biomed stated the nurse had been having the low flow alert often in an arctic sun device. Biomed had run calibration and device was passed calibration. They wanted to know could this be caused by user error. Explained how this can be common in the neonatal population, but they stated it had been on adults. Informed biomed how important it was to have proper connection of arctic gel pads to fluid delivery line. Also to check for bends/kinks in the line and no damage to pads. The reported event is unconfirmed the labeling review is not required. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse had been having the low flow alert often in an arctic sun device, but they had run calibration/functional checks and device had no issues. They wanted to know could this be caused by user error. Explained how this can be common in the neonatal population, but they stated it had been on adults. Informed biomed how important it was to have proper connection of arctic gel pads to fluid delivery line. Also to check for bends/kinks in the line and no damage to pads. Suggested to call the ttm helpline while the low flow was occurring, and they could troubleshoot. Per additional information received on 23aug2024, it was reported that the arctic sun device sent from floor with reported issue of low flow. Biomed had run calibration and device was passed calibration. This same reported issue occurred 2 weeks ago and at that time device also passed calibration. Transferred to ttm remote support for assistance.